Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. There was no final interrogation. Settings were corrected at a later appointment.